Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the irrigation port of farawave catheter was broken and leaking everywhere. The procedure was completed using alternate device. No patient complications occurred. The product is not expected to return as disposed.